Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the alleged inaccuracy issue started. She reported that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result of ¿188 mg/dl¿. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with oral medication of metformin, diet and/or exercise. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She reported that a few days later, she developed symptoms of ¿hot, sweating and shaking¿. She reported that she self-treated her symptoms by drinking coke. She denied that any other device had been used to test her blood glucose level. At the time of troubleshooting, the patient confirmed that the meter had been set to the correct unit of measure. She also indicated that her test strips were within expiry date and had been stored correctly. She did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Hot, sweating and shaking, after obtaining alleged inaccurately high blood glucose results on the subject meter.